Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device revealed no damage to the shaft. It was noted that the distal balloon bond had completely detached from the distal tip. Approximately 2mm of the distal balloon sleeve had been pushed inside the body of the balloon. Microscopic examination noted the presence of adhesive at the bond site and insufficient roughening/grinding of the detached distal balloon sleeve. The proximal balloon sleeve was removed and examined microscopically, showing evidence of sufficient roughening/grinding. The shaft of the device was microscopically examined and there was evidence that it had been microblasted. The manufacturing batch record review did not identify any issues; however, the most probable root cause of this investigation is manufacturing related. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the catheter shaft was broken. The 90% stenosed target lesion was located in a shunt in a non calcified and moderately tortuous antebrachium vein. The symmetry small vessel balloon catheter was advanced to the lesion and the balloon was inflated to 15atms for 15 seconds, 3 times. A leak was noted at the distal end of the balloon; however, it is unknown if the balloon ruptured. The device was removed from the patient and while checking the device the shaft broke proximal to the balloon. No device fragments were left in the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the catheter shaft was broken. The 90% stenosed target lesion was located in a shunt in a non calcified and moderately tortuous antebrachium vein. The symmetry small vessel balloon catheter was advanced to the lesion and the balloon was inflated to 15atms for 15 seconds, 3 times. A leak was noted at the distal end of the balloon; however, it is unknown if the balloon ruptured. The device was removed from the patient and while checking the device the shaft broke proximal to the balloon. No device fragments were left in the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.